Event description:
It was reported that the patient presented for a follow-up after the implant procedure. It was observed that the right atrial (ra) lead exhibited inappropriate capture. A chest x-ray revealed that the ra lead had dislodged. The ra lead was explanted and replaced. The patient remained in stable condition.

Manufacturer narrative:
Correction: section b6 should have been completed with the statement: 'chest x-ray confirmed dislodgement.'